Event description:
The pt reportedly experienced no sound and loss of lock. External equipment was exchanged, however, this did not resolve the issue. Testing revealed that the device is not functioning within specification. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a cut electrode as well as dents and tool damaged on the bottom cover of the device prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken substrate and touching bond wires on the analog chip. This is believed to have been induced during revision surgery. System lock could not be obtained at any spacing due a broken substrate. This is believed to have been induced during revision surgery. The no lock and broken substrate conditions prevented the electrical tests from being performed. The device passed the mechanical tests performed. The open device visual inspection confirmed a broken substrate and shorting bond wires on some analog chips. This is believed to have been induced during revision surgery. The scanning electron microscopy analysis revealed cracked conductive epoxy on several feedthru pin connections. This is believed to have been induced during revision surgery. The internal visual inspection confirmed a broken substrate. This is believed to have been induced during revision surgery. The reported complaint of no lock could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a broken substrate, which is believed to have been induced during revision surgery. Due to the state of the device the root cause could not be determined. This is the final report.

Manufacturer narrative:
The surgeon reportedly experienced difficulty explanting the device and utilized a clamp to remove it, causing some damage to the device. The external visual inspection revealed the electrode was cut prior to receipt. In addition, the external visual inspection revealed dents and tool damage on the bottom cover of the device. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken substrate and touching bond wires on the analog chip. This is believed to have occurred during explant surgery. System lock could not be obtained at any spacing. The no lock and broken substrated conditions prevented some of the electrical tests from being performed. The device failed the electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.